Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: to the best of the or¿s abilities, it was determined there was nothing retained. The staff did retrieve fragments from the suction canister after irrigating the area. The tip itself did not come completely off as we understand it, but there were broken pieces that were seen and removed. We will not be returning the product but I have attached photographs for your convenience. The patient also did not experience or sustain injury or harm. Photos received: image 1, 2, 3 and 4: the image provided by the customer is that of an harmonic instrument where there is confirmed damage to the active blade. Image 5: the image provided by the customer is that of an harmonic instrument where the hand activation contacts can be seen. No issue can be noted from the image provided. Image 6: the image provided by the customer is that of an harmonic instrument har. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade.